Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned with the actuator bar fully extended, the suture and implants were returned outside the insertion device. A functional evaluation finds it does not cycle as designed due to the actuator bar being stuck fully extended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery the fast-fix 360 was not able to deploy t2. T1 was removed. The procedure was completed with a non-significant surgical delay using a back-up device and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).